Event description:
On (B)(6) 2024 (B)(6), the competent authority regarding medical devices in the netherlands, notified pentax medical the inspectorate had become aware of several serious incidents in the netherlands involving pentax endoscopes during use. The user facility reported that several pentax endoscope perforations occurred. Rootcause analysis conclusions by the hospital; the perforations are likely due to improperly functioning valves. The healthcare facility analysis revealed that maintenance, cleaning and disinfection were not done according to instructions for use. The analysis also revealed that this facility continued to use a faulty valve for endoscopy, even though this fault of valve was visibly detected. Additionally, the analysis also concludes that the probable root cause is user error, rather than a medical device defect. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
H6 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: (B)(4) bowel perforation. Health effect impact code: (B)(4) sedation, (B)(4) unexpected medical intervention. Medical device problem code: (B)(4) device reprocessing problem, (B)(4) unintended movement. Component code: (B)(4) valve(s), (B)(4) ring, (B)(4) tube. Type of investigation: (B)(4) communication/interviews, (B)(4) analysis of production records. Investigation findings: (B)(4) device incorrectly cleaned during reprocessing investigation conclusions: (B)(4) cause traced to use. This device is not distributed in the united states. Evaluation summary pentax medical emea received the following additional information from (B)(6) hospital on (B)(6) 2024. Patient01: occurrence date: (B)(6) 2022 patient's history: diverticulosis with stenosis formation in sigmoid place perforation: coecum; longitudinal tear; didn't go to coecum with a scoop sedation: dormicum and fentanyl patient damage:died after laparoscopy and laparotomy. Patient02: occurrence date: (B)(6) 2023 patient's history: positive test via bvo; CT colonography with possible suspicion of tumor/diverticulitis place perforation: distal transverse; 2 length tears, extraluminal sedation: propofol patient damage: laparoscopy with stoma patient03: occurrence date:(B)(6) 2023 patient's history: diverticulitis of the sigmoid place perforation: coecum; didn't go to coecum with a scoop sedation: propofol patient damage: laparoscopy and douglas fir abscess patient04: occurrence date: (B)(6) 2023 patient's history: positive test via bvo; place perforation: coecum; 2 polyps removed 'cold' coecum; hole sedation: propofol patient damage: laparotomy results of the investigation that maintenance, cleaning and disinfection were not done according to instructions for use and visibly faulty valves were not removed from circulation. There were no defects with the endoscope. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 16-dec-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 16-dec-2019 . (B)(6). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.